Event description:
It is reported that a customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was unknown. The caller was the patient's mother who stated her son's pump went into a threshold suspend and had to call the paramedics but when the patient's blood glucose was checked it was revealed that the patient did not have low blood glucose. The mother also stated that her son also received calibration errors on the pump. The customer was assisted with trouble shooting and was informed about how to avoid the change sensor alarm and calibration alarms. The mother was satisfied with the knowledge and states that the insulin pump works fine. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.